Event description:
After having a vaginal bladder sling put in place, I have had a lot of pelvic pain, usually on left side but currently on both sides of abdomen. This has deteriorated my quality of life resulting in inability to have sexual relations, lift, walk, stand for any length of time before experiencing the pain. I am in pain 24 hours a day. I don't know the name of the product used. I would like to know how to find out that info. Please contact me by email only at this point in time.